Manufacturer narrative:
The technician found contamination in the hydraulic fluid which caused the foot hi/low down valve to stick. The technician replaced the valve to repair the bed.

Event description:
Information received indicates the foot hi/low function is drifting down.